Event description:
New information notes that the physician elected to cap and replaced the rv lead on (B)(6) 2020 because the patient was dependent and noise oversensing issue could not be reproduced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a follow up, noise was observed on the right ventricular (rv) lead. The patient was stable and being monitored.